Manufacturer narrative:
(B)(4). D10: 110010263 g7 osseoti multihole 50mm d lot 65660931. G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3: device in process to return.

Event description:
It was reported that the liner would not seat in the g7 cup. The procedure was completed using another liner. There is no additional information at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified nicks, gouges, and scratches to the spherical surfaces and anti rotation scallops from attempted use. Deformation is noted to the side from possible extraction. Locking feature and taper on the side are deformed and large burr noted. No other damage was noted. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Root cause unchanged. This complaint was confirmed based on the returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; however, pictures were provided. A visual examination of the provided pictures identified signs of use on the liner in the form of gouges and deformation. The reported complaint was confirmed based on the provided pictures. No further evaluation can be made from the provided pictures. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.